Event description:
It was reported that the patient presented for an implant procedure. Once inside the body, during the procedure. The leadless pacemaker was attempted to be released from the delivery catheter. The physician could not separate them. The device and delivery catheter were retrieved, and a new device was implanted with a different catheter. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of separation anomaly was not confirmed. Helix measurement showed that it was stretched out of specification which is consistent with having occurred during procedure. Inner diameter of the tether buttonhole was measured and found to be in specification. Electrical features were analyzed and found to be normal. No problem was detected.